Event description:
It was reported that the patient had been hospitalized with dka (diabetic ketoacidosis). The patient's blood glucose levels reached >250 mg/dl. Symptoms reported include hyperglycemia, nausea and dizziness. The patient was treated with an insulin drip and IV (intravenous) fluids. The patient reported he was not wearing a pod at time of admission because he was unable to charge his pdm due to the charger being damaged. The patient signed himself out of the ICU (intensive care unit) the same day ama (against medical advice).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.